Manufacturer narrative:
Device history was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of separation failure was not confirmed. Visual inspection found no anomaly on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly.

Event description:
It was reported the patient presented for a leadless pacemaker implant. During procedure, it was observed the leadless pacemaker failed to separate from the delivery catheter. Trouble shooting was attempted with no success. The device and catheter were explanted and replaced. The procedure concluded without further issue. The patient was stable.